Event description:
Surgery to replace catheter for medtronic pain pump - pump originally installed on (B)(6)2007 -. Pump worked great with no side effect problems prior to catheter being replaced -had come loose earlier this year-. On (B)(6)2010, pump turned back on, same medicine in pump as prior to surgery, except for lighter dose-. Within 24 hours developed side effects -retaining fluids, weight gain, swollen feet, loss of balance, trouble breathing, fatigue-, -about (B)(6)2010 loss balance and fell, cracked 3 ribs-. After numerous ER and doctor visits and tests, doctor turned off pump on (B)(6) 2010. Within 24 hours symptoms had mostly gone away, feeling much better. (B)(6), pump turned back on, side effects returned within 24 hours. (B)(6) 2010 pump turned off again. (B)(6) removed medicine in pump -hydromorphone and bupivacine hcl 10mg/10mg, and replaced with fentanyl-. The only side effect that returned was trouble breathing and after visiting primary doctor, pump turned off again on (B)(6)2010. Today - (B)(6)2010 - breathing is much better. Dates of use: (B)(6)2007 - (B)(6)2010. Diagnosis or reason for use: 3 cracked vertebrates, pain relief. Event abated after use: yes. Event reappeared after reintroduction: yes. (B)(6).